Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 430mg/dl- 453mg/dl, assisted customer through a bolus delivery. Customer has been treating with syringe. Customer declined to perform the high pressure test. Customer will meet with educator later to check settings. The customer was advised to continue monitoring their blood glucose.